Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information. The event of unknown explant was reported to abbott. The patient's lead was explanted on an unknown date for an unknown reason. No further information known at this time. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is unknown. Date of explant is unknown. Information requested, but not yet received. The unique device identifier (UDI) is not provided because the manufacture date is before sep 24, 2014.

Event description:
Related manufacturer report number: 1627487-2023-05591. It was reported that the patient's lead was explant on an unknown date for an unknown reason. No further information known at this time.